Event description:
It was reported that the patient presented in clinic for generator upgrade procedure. Post-paced t wave oversensing was noted once the lead was connected the new implanted implantable cardioverter defibrillator. Programming changes were performed. The patient was in stable condition.